Event description:
N/a.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer inspected the unit but was unable to replicate the reported issue. During troubleshooting, multiple occurrences of fault code 53 were identified. As a precaution, the fse replaced the executive processor, and installed software version b.17. Further inspection revealed that the fiber optic sensor extension cable, and the fiber optic jumper cable, were pinched and damaged. The fse replaced the fiber optic sensor extension cable assembly, and the fiber optic jumper cable. While performing functional checks, the device failed the fiber optic sensor test, with a fiber optic signal error. Additional parts were ordered, and a return visit was planned once the parts became available. Upon returning to the site, the fse continued troubleshooting, and discovered an intermittent short within the unit, which was traced to the backplane board. Several loose internal cables and connections were also identified. The fse replaced the backplane pcba, reinstalled b.17 software, and replaced missing edge grommeting. All cables, connectors, and circuit boards were verified to be fully seated. The unit passed all functional and safety tests, in accordance with manufacturer specifications, and was returned to the customer. The failure analysis and testing dept. Received the following parts associated with this complaint: cbl assy,fo sensor extension, cable,fib ER optic jumper, pcba, exec processor, backplane pcba. Parts were received with a reported failure of an EKG plug short, several fault code 53s, and failed fiber optic test. The fat performed a visual inspection and found cbl assy,fo sensor extension to have damage on the connection port. This damage may cause the fiber optic test to fail due to a bad connection. Possible cause is user error. The rest of the parts were in good condition. The fat installed the parts in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. No failure confirmed on cable,fib ER optic jumper, pcba, exec processor, or backplane pcba. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit EKG plug has a short. Issue. There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name: (B)(6) regional medical ctr.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6.